Event description:
It was reported that during a atrial flutter procedure, char occurred. The physician was performing ablation in the right atrium using a blzr prime xp (B)(4) k2 catheter when char was noticed on the tip. The procedure was completed an irrgated catheter and no further patient complications were reported.the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).